Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached above 300 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient realized the needle had not retracted upon initial activation.